Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened. The stent was confirmed as 40mm, the device was returned with approx. 3mm of the stent exposed, a bend / kink was observed on the blue outer sheath at approx. 4cm from the strain relief, bunching was also noted adjacent to the strain relief, a 20cc water filled syringe was used to flush the device, the device was unable to be flushed. A 0.014¿ guidewire was able to advance through the device, the device was set up in the deployment fixture, the stent did not deploy with a maximum peak force of 5.60lbs, which is above the recommended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege rx stent, there were deployment issues as the stent was unable to be deployed in the carotid artery - common lesion with 70% stenosis. The lesion was located in the mid-section of the artery and was characterized as calcified with moderate tortuosity and calcification. The stent was prepped according to the instructions for use, and the lesion was pre-dilated using a 4mm balloon. Despite these preparations, the stent could not be deployed, and no resistance was encountered during delivery to the lesion. No intervention was required to remove the device and the device was safely removed from the patient. No stent struts were exposed/visible during removal. The procedure was completed by replacing the protege rx stent with another brand stent. No patient complications have been reported as a result of this event. When the device was returned in twa noted that the stent partially deployed.